Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement (normal battery depletion) and right atrial (ra) lead revision procedure. The ra lead had been exhibiting electrogram noise and high pacing impedance (greater than 2500 ohms) since (B)(6) 2010. The pocket was opened and no lead damage was identified upon visual inspection. However, when the lead was attached to the replacement device, electrogram noise, no pacing output and high pacing impedance were identified. Because of a pre-existing stenosis of the subclavian vein, the physician elected to reprogram the replacement device to vvi. No adverse event was reported.